Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the motor device and the reported condition that the attachment devices were not attaching to the motor device as there was a pin missing at the tip of the handpiece was not confirmed. Therefore, an assignable root cause was not determined. However, during the assessment, it was found that the device failed hand piece temperature assessment pretest. The assignable root cause of this condition was determined to be traced to component failure due to premature wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the attachment devices were not attaching to the motor device as there was a pin missing at the tip of the handpiece. During in-house engineering evaluation it was determined that the device failed hand piece temperature assessment pretest. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.